Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery packs. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system displayed a battery error message on the c-arm. There was no report of patient injury.